Manufacturer narrative:
Additional information: the device was not returned. Therefore, evaluation cannot be performed. There is no evicence that the device failed to meet speicifications.

Event description:
The pca primary tibial insert and patella were explanted due to wear. No add'l info was provided by the user facility.